Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient not for date of issue. The data was reviewed on (B)(4) 2014 and confirmed the reported event of inaccurate bg values.

Manufacturer narrative:
(B)(4). The complaint sensor device was not returned for evaluation. The receiver ((B)(4)) being used with the sensor was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the receiver data log confirmed the reported event of inaccurate blood glucose levels.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. The patient's father did not report injury or medical intervention.